Event description:
Customer reported ICU found IV tubing cracked at the pumping segment. Entire bag of insulin leaked on floor. No patient harm reported; user found leak right away. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of leaking in the pumping segment was confirmed. A tear approximately 0.0350 inches long was found in the silicone tubing near the upper fitment. A crush mark was noted on the upper fitment. The lot number was not identified. Based on the smartsite laser number, the set was built between 07/02/2010 and 07/07/2010. The root cause of the tear was not identified.